Event description:
The hospital reported that during the endoscopic harvesting procedure, the c-ring broke while removing the vein from the thigh after the stab and grab. The jaws did not the touch the c-ring at any time during the procedure. No pieces were left in pt leg. They did not have to open a new kit to complete procedure. No delay in procedure. No injury to pt.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw (B)(4) updated section: the device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000441144 history record review was completed. There are existing ncmrs documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Event description:
N/a